Event description:
It is reported that the surgeon dropped the tibial articular surface provisional on the floor during surgery. There is no reported patient impact or delay in procedure. Surgery was completed using another device.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unavailable at the time of initial follow up. The visual inspection of the tasp bottom confirmed that it has fractured along the lateral side of the post. All the pieces were returned for investigation. There were cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The device was manufactured on december of 2012 and has therefore been in the field for four years and has been used an unknown number of times. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review and the extended field life of the device. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. However, failure of the instrument was caused by surgeon dropping the instrument on the floor, therefore the root cause is the user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.